Event description:
Literature report of a granulomatous mass at the catheter tip reported in fernandez, julius., et al. "Catheter tip granuloma associated with sacral region intrathecal drug administration." Neuromodulation, volume 6, number 4, 2003 225 - 228. The patient had been receiving hydromorphone 400 mcg/cc at 110 mg/day for three years to treat pain due to failed back surgery syndrome. The patient developed progressive saddle anesthesia and increasing urinary incontinence. Anal sphincter tone was markedly decreased. A lumbosacral MRI showed an intradural lesion associated with the catheter tip from s1 to s2. The patient underwent a laminectomy of s1 and s2. Arachnoiditis was identified during opening of the dura. A gray tan fibrous mass with a necrotic liquid core was removed in pieces. The mass was densely adherent to the nerve roots. The catheter was found at the center of the lesion. Pathology revealed a sterile inflammatory mass consistent with catheter tip granuloma. Postop, the patient has not made neurologic improvement with continued sensory disturbances and bowel/bladder dysfunction.